Event description:
It was reported that since having total shoulder replacement surgery on the right side about 2 months prior to the date of this report the patient felt a lot of pain in the shoulder and spasms-painful pain in the shoulder like someone was stabbing the patient with a knife. The patient turned therapy off and the pain and spams went away. The patient¿s healthcare professional was aware. The healthcare professional had given the patient 3 different program settings but none were helping. The patient inquired if titanium could conduct electricity. The patient had had some trouble with programming and he had been seen multiple healthcare professionals but they could not seem to get his programming right. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fth3, implanted: (B)(6) 2014, product type lead; product ID 3889-28, lot # va0fth3, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).